Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.

Event description:
The core sumex drill was sent for evaluation due to overheating. No further information was provided by the customer account.